Event description:
Event occurred during a procedure using the navistar catheter in the cardio chamber. Electrical energization procedure was set to be repeated for 25 times, 15 to 20 seconds each, at 50 watts 60 degrees. Generator used was cable - it. At the 24th challenge, a 2:1 block occurred which was considered not so serious and it recovered soon. After that, while on the same electrical setting for 15 to 20 seconds, a complete av block occurred (with back-up pacing using a diagnostic catheter on the left of the cardiac chamber). The complete av blockage was severe. The symptom did not resolve, therefore, a pacemaker was implanted. According to the physician, this complication was procedure related, not a product defect. The catheter was discarded by the facility. This procedure was completed successfully.